Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was leaking liquid. It was also stated that after cleaning of the device, they noticed a little hole in it. There was no patient injury.